Manufacturer narrative:
The reported event was confirmed for high impedance/broken lead. Microscopic inspection identified all internal wires broken inside the paddle header. The broken internal wires inside paddle is consistent with the paddle being subjected to overstress condition while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02807. It was reported that the patient lost therapy due to high impedance on several contacts on the lead. As such, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced. Reportedly. Therapy was resumed post operatively.